Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. To investigate the reported issue, the stm reviewed the unit¿s diagnostic logs and was unable to verify any issues related to the pressure. The stm then connected the ECG/pressure trainer simulator and both ECG and pressure waveforms were working correctly. The stm was unable to reproduce the reported issue. At the time of the stm¿s evaluation, the pressure cable was not with the iabp unit, resulting in the stm being unable to verify if the pressure cable was functioning properly. However, the stm suspected that the reported issue was caused by the pressure settings where it may have been on ¿internal¿ rather than ¿direct signal¿ or the pressure cable may have been damaged. All calibration, functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) did not have a pressure waveform when connected to the patient. The iabp was swapped to continue therapy, and no patient harm or adverse event was reported.